Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a correction bolus. Tandem technical support commenced conducting system check. However, the customer declined to remove and inspect current infusion set. Customer declined further troubleshooting for elevated bg.